Event description:
Erratic patient results on their cell-dyn 1800 system. An initial hemoglobin result of 11.2 g/dl was generated. A repeat yeilded a hbg=7.4 g/dl result. An additional repeat generated a hgb=10.7 g/dl result. No impact to patient management was reported.